Event description:
Customer's mother reported via phone, the insulin pump had alarmed compromised force sensor system. Customer's mother declined to give blood glucose level or any information. Customer's mother would call the hospital for replacement device. The device is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.